Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use. There was no issue with the irrigation tube. A visual examination of the returned device found three bands remaining with two bands moved slightly out of position. The other four bands were deployed and not returned. The ligator head teeth were damaged and the suture was broken with a portion remaining on the ligator head. The trip wire had been removed from the handle assembly and was not returned. An examination of the handle assembly was found damaged by the trip wire in several places. The handle assembly slot presented evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indent was felt. No issue was noted with the handle assembly. Given the event description and condition of the returned device, there isn't enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was rotated, however, the band failed to deploy inside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was rotated, however, the band failed to deploy inside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.